Event description:
A customer's glucometer elite system was providing erratic results when they used excel off brand reagent. They stated that they received a result of 75 mg/dl. They did another test approximately 30 minutes later and received a result of 415 mg/dl. The difference between these readings is clinically significant. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent.